Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection observed a leak from the dialysate pump segment. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the during use, set-up and ending of treatment with four (4) units of prismaflex st100 sets, leaking around the dialysate line and line breaking when unloading of set was observed. The event was reported to have occurred a"a few times". There was no patient injury or medical intervention associated with this event. No additional information is available.